Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the complaint could not be determined therefore the most probable root cause will be considered as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty. Product unavailable for analysis.

Event description:
Same case as MFR#: 6000093-2007-02388 it was reported that during a coronary artery drug eluting stenting treatment procedure, removal difficulty occurred. The physician attempted to advance a 4.00x32mm taxus express2 drug eluting stent (des) into the unspecified target lesion but could not get the device into the lesion. When the physician tried to withdraw the taxus express2 des back into the guide catheter, the device started to crimp. The physician then successfully removed the guide catheter along with the taxus express2 des from the patient. Then the physician tried the same procedure with the 3.50x32mm taxus liberte and had the same result. The procedure was completed using only plain old balloon angioplasty (poba). No patient complications were reported.